Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for evaluation; it was discarded; however photographs which were provided conformed that both tabs were broken at the mount. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factional.

Event description:
It was reported that during a total knee procedure, the blade broke at the mount. It was also reported that an x-ray was performed to locate the broken pieces, no broken pieces were detected. It was further reported another blade was readily available and the procedure was completed successfully.